Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought to the internal emergency room in a prefinal state at (B)(6) 2019. The patient was in a vigilance-reduced state with manifest shock and a secondary diagnosis the patient has progressive prostate cancer with high mortality and chronic subdurural hematoma. Together with relatives, the decision was made to discontinue therapy: no mechanical replacement therapies and no intubation. The patient expired the next day. The device was working as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (infection, sepsis, subdural hematoma, respiratory failure, patient condition, patient outcome) and heartmate 3 lvas could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The center reported that the patient was brought to the internal emergency room in a prefinal state on (B)(6) 2019. The patient was in a vigilance-reduced state with manifest shock and respiratory global insufficiency. Clinically, the patient had a septic overall picture, as well as evidence of nitrite-positive urocystitis. As a secondary diagnosis the patient had progressive prostate cancer with high mortality and chronic subdural hematoma. The patient underwent hospitalization, admission to the ICU, lab work, cct, and respiratory therapy. Together with relatives, the decision was made to discontinue therapy. No mechanical replacement therapies and no intubation were performed. The patient expired the following day, on (B)(6) 2019. The clinical specialist later clarified that the device operated as expected and the patient expired because of persistent, chronic, uncontrollable infections at the location of the lung. Heartmate 3 lvas was not explanted for evaluation. The hm3 lvas IFU lists infection, sepsis, stroke, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Instructions in regard to preventing infection are provided in various sections of this IFU and the hm3 lvas patient handbook. The IFU also provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.